Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to inadequate stimulation causing chronic low back pain to the patient, this was linked to the lead placement at thoracic t9-t10. Although the exact cause remains unknown, it is suspected that the initial placement may have contributed to the problem. The patient underwent a procedure wherein their lead was explanted and replaced. The patient is doing well post operatively and adequate stimulation has been achieved. The device was retained by the medical facility and will not be returned for analysis.